Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump display would intermittently be delayed. Reportedly, when the customer would deliver a bolus, the screen would "take longer" to go back to the home screen. The customer's blood glucose was in the 200 mg/dl range. Tandem technical support informed the customer that the pump would give a message if there were any issue with bolus delivery not being delivered expected; customer acknowledged.